Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was able to be confirmed. During the evaluation, there was no image and when the device was connected and switched on, scope communication error (e315) for unsupported scope was evident. When the plug body was dismantled, the moisture indicator was triggered. This finding confirmed that the device contained moisture droplets. Upon further inspection, fluid ingress within the plug body was observed. The evaluation was unable to determine how the fluid entered the scope, however after reviewing the trend analysis the data revealed that fluid inside the plug body can result in intermittent image issues, temporarily affecting the video image and other electrical functionality. The likely cause of this reported issue is due to user handling. Additionally, it was observed that the adhesive had an uneven edge. It was also observed that the angle in the: up, down, and right direction did not meet specifications. It was lastly observed that the angle plays in the: up, down, left, and right directions did not meet the standard. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus the evis lucera elite colonovideoscope had no image. The reported issue was uncovered during preparation for use for an unknown procedure. The procedure was subsequently completed with a similar device. There were no reports of patient harm associated with this event. Upon device return and evaluation scope communication error (e315) was observed, which is also a reportable event. This medical device report (MDR) is being submitted to capture the reported event as well as the reportable malfunction found during evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the error e315 (scope error) and blank screen may have occurred due to water inside the scope connector damaging the circuit board. The event can be prevented by following the instructions for use which state: ¿precaution for disappeared or frozen endoscopic image follow the precautions given below. Otherwise, the endoscopic image may disappear unexpectedly or the frozen image may not be restored during the examination. Connect the video connector and video system center properly by pushing the video connector until it clicks. Otherwise, faulty contact can result. Make sure that the video connector and its electrical contacts are completely dry before connecting the video connector to the video system center. Wet contacts could cause the equipment to malfunction. Do not bend, hit or twist the insertion tube, control section, universal cord and video connector. The endoscope may be damaged and water leaks and/or breakage of internal parts like the ccd cable can result. If air bubbles emerge from the endoscope continuously during the leakage test, do not use the endoscope. Water may enter the instrument and cause a short circuit. This may result in breakage of the switches and ccd. Important information please read before use warnings and cautions do not strike, hit, or drop the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector. Also, do not bend, pull, or twist the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector with excessive force. The endoscope may be damaged and could cause patient injury, burns, bleeding, and/or perforations. It could also cause parts of the endoscope to fall off inside the patient. When attaching the connector cap of the leakage tester (mb-155) to the venting connector of the endoscope, make sure that both the connector cap and the venting connector are thoroughly dry. Water on the surface of either component may enter the endoscope and could cause endoscope damage. Do not attach/detach the leakage tester while the endoscope is immersed. Attaching/detaching under water could allow the water to enter the endoscope, resulting in endoscope damage.¿ olympus will continue to monitor field performance for this device.